Manufacturer narrative:
Product complaint #: (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
Breakage needle. It was reported that the needle was broken from the pinpoint when sewing the uterus during the laparoscopic suture of uterus. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.